Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during the investigation, multiple replace battery alarms were observed in the pump¿s history. The pump gave a replace battery alarm when confirming the verify screen. Investigators were unable to perform further testing due to the alarm. Corrosion was observed in the battery compartment. The pump was found to leak at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The replace battery alarm was due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.